Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive right button due to corroded keypad traces. Unable to perform displacement and self tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the arrow button of insulin pump was not working. Customer was unable to access the menu screen. No harm requiring medical intervention was reported. Troubleshooting was performed and was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.